Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back up plan per healthcare professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. No blank display during testing.